Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined. However, vyaire medical was able to analyze log files from the customer and found technical failure 318 alarmed 4 times with no other alarms. Customer advised that he ran through troubleshooting steps under alarm 318 with no success. Advised customer to run inspiration block/valve test and to complete calibrations afterwards to see if anything fails. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us alarming 318 - inspiration valve failsafe failed or occlusion in inspiration. Furthermore, there was no patient associated with the event.